Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples processed on the vitros eciq immunodiagnostic system. A definitive root cause could not be determined, and the investigation is ongoing. The root cause of this event is unknown.

Manufacturer narrative:
Initially, the investigation could not determine a root cause. An ocd national field specialist (nfs) visited the customer site and replaced a loose screw in the incubator well shuttle suspected of causing erratic well movement. Following this activity, acceptable vitros tropi es performance was observed. The nfs also determined that sample fluid was splashing onto the sample trays when the trays were removed by the system operator, which may have contaminated the versatips used for sample processing. The customer implemented a sample tray handling procedure to address this issue. The most likely cause of this event was determined to be an instrument issue in combination with pre-analytical operational issues resulting in sample contamination of the universal sample trays and versatips.

Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results from multiple patient samples processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Event description:
(B)(4).